Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, on stapling of the stomach, the surgeon able to press the green button and squeezed the handle but the device did not fire and the load did not unload from the stapler. The device was changed to complete the case. There was no patient injury.